Event description:
The customer reported that at 41,881 joules during a prostate procedure the laser system was constantly going into standby, possibly from the fiber overheating, and then the aim beam was noticed to be coming out of the fiber tip (forward firing). It was reported that prior to this event, the laser system had been used for tissue vaporization, coagulation and enucleation. The procedure was completed with a second fiber. The patient outcome was reported as "okay."

Manufacturer narrative:
Forward-firing of the side-firing surgical fiber; a code request has been submitted.